Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had suddenly, the siren sounded and the screen could not be operated. The customer¿s blood glucose was unknown at the time of incident. Customer reported that when the battery was removed, the siren stopped, but at the same time, there was no response with the screen at all, and reset and storage mode also did not work and when the battery was inserted again, the siren began to sound again, so the battery was removed. The insulin pump will be returned for analysis.